Manufacturer narrative:
(B)(4). The device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. Following the procedure, on (B)(6) 2015, it was reported that the device failed to close and the patient experienced pain and mesh extrusion. As of (B)(6) 2015, the patient is recovering. Additional information has been requested.